Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is service required. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burn, box blower has dust contamination, insol oar kit contaminated, outlet seal is discolored, ui panel scratched and burnt. The customer complaint was reproduced. There was one error code has been identified.